Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted during the service call. The sys was tested and found to be working as intended and put back into service.

Event description:
The customer reported the sys had a communication failure. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.